Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Heater had failed. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was not heating properly. Per review of wo notes, when the device was powered on the device alerted that it was empty, they stated that they had to call back so that they could go and locate the items needed to drain and fill. Called back and requested a quote for assessment stating that they filled it but did not have time to do the testing to ts the issue.